Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had woken up with a blood glucose of 456 mg/dl. Customer stated that his blood glucose was 119 mg/dl last night. Customer thinks that the pump is not calculating the insulin that he is supposed to receive or it is not giving him insulin. Customer stated that about 4 months ago, he had a low blood glucose and had to go to the hospital. Customer gave himself insulin based on the fact that he did not think he was going to do anything. Customer started to exercise and his blood sugar went low. Customer stated that he does not always know what his blood glucose is. Customer stated that he does not think it was an issue with the pump. Customer stated that his blood glucose is more than 600 mg/dl. Customer stated that he realized that his set had been disconnected at the quick release and that is why his blood glucose was so high. Customer treated for his blood glucose and stopped troubleshooting.